Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic splenectomy procedure, the cartridge and the anvil disengaged. The hospital reported that no patient injury had occurred.